Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer was hospitalized due to low blood glucose. The blood glucose reading was 31 mg/dl. The insulin pump was worn up to three hours prior to the customer's admission. The customer was treated at the hospital and the settings adjusted on the insulin pump. The caller confirmed that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump was not worn near MRI machines or during medical procedures. The drive support cap appeared normal. The caller reported 5 overall emergency situations due to low blood glucose, involving 2 calls to paramedics, and that the doctor had decreased the basal rates 4 times. The caller believed there to be a delivery anomaly. The customer's blood glucose reading was 153 mg/dl and had dropped from 395 mg/dl. The insulin pump passed the displacement test. The customer was sent a continuation of therapy insulin pump.